Manufacturer narrative:
Additional information was added to the following fields: h1: type of reportable event. H6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis has yet to be performed. A device replacement procedure is being scheduled for the future. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis has yet to be performed. A device replacement procedure is being scheduled for the future. At this time, this device remains in service. No adverse patient effects were reported.